Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a ambulatory spike set in which a set not primed alarm occurred on an unknown epidural pump although the set was primed. According to the report, the facility staff loaded the primed set into a different pump and the alarm reoccurred. When the staff primed and loaded a different set into the pump, no alarm occurred. There was no patient involvement. Therefore, there are no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.